Event description:
Additional information received reported that the cause of the event was due normal battery depletion. It was noted that the patient was reprogrammed on 2013 (B)(6) that had results of a low battery and the patient¿s implantable neurostimulator (ins) was replaced on 2013 (B)(6). It was noted that the patient required hospitalization and patient outcome was no injury.

Event description:
It was reported that the patient had been getting shocked by her device for the past two months and it got to be too much today, so the patient shut her device off. It was noted that it happened when the patient was laying down and that she got shocked once every couple of days. There were no falls or traumas that the patient could remember before this started occurring. The patient thought it was because the device might be going dead, and the patient felt the whole shock across her entire body. It was noted that the patient had a doctor¿s appointment for (B)(6). It was suggested that the patient reach out to her physician as soon as possible regarding the issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28 lot# v032395, implanted: 2007 (B)(6); product type lead product ID 3037 lot# serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v032395, implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).